Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the photograph(s) received of the device is unable to undergo visual analysis due to the quality of the photo or the view of the device in which the photo was taken. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported for right side "intracapsular rupture", "benign microcalcifications" and "in peripheral h9 of md and in both axillary regions, lymph nodes with preserved ultrasound characteristics are observed, measuring between 7.5mm and 14mm". The device has been explanted.

Event description:
Healthcare professional reported for right side "intracapsular rupture", "benign microcalcifications" and "in peripheral h9 of right breast and in both axillary regions, lymph nodes with preserved ultrasound characteristics are observed, measuring between 7.5mm and 14mm". The device remains implanted.

Manufacturer narrative:
Phone number: (B)(6). (B)(4). The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported for right side "intracapsular rupture", "benign microcalcifications" and "in peripheral h9 of md and in both axillary regions, lymph nodes with preserved ultrasound characteristics are observed, measuring between 7.5mm and 14mm". The device has been explanted.